Event description:
Dobhoff was placed in early evening by rrt rn. Verified and tube feeding was started and had been running for days with the guide wire in. Patient pulled tube out partially 4 days later. Md wrote order to advance tube 10 cm. Tube was advanced and x-ray done. Order written to restart tube feeding. When connecting tube feed (new bag and new tubing) I noticed the guide wire was still intact. Rrt rn called and guide wire pulled out. Tube feeding started. Manufacturer response for tubes, gastrointestinal (and accessories), kangaroo (per site reporter). Noted. We requested their qa department address the stylet cap and the hub are the same color so the stylets are easily missed.